Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). Additional information: adverse event information, treatment information and laboratory results were added. On (B)(6) 2011, peritoneal effluent culture showed no growth. On an unreported date, fortum and vancomycin treatments were discontinued. On (B)(6) 2011, the patient was discharged from the hospital.

Event description:
This is a spontaneous report by a baxter employed nurse from india of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2011 for the peritonitis and was treated with fortum injection 1gm twice a day and vancomycin injection 1gm once in 96 hrs intravenously (IV). The outcome for the event of peritonitis was unknown. It was not reported whether dianeal pd2 ultrabag therapy was continued. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.